Event description:
The event is reported as: complaint description: the applier does not support the clips well; during application, the clips come out from the jaws and cling incorrectly to the vessel tissues. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.